Event description:
According to the rptr, the device intermittently will power on, but won't complete powering up, and then turns itself off. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control supplied parts info to the customer for repair.